Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. The cause of death is unknown. It is also unknown if the death was device related. No further details were provided. Information learned from implant patient registry. The device history record (DHR) review has started.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned.